Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support instructed the customer to check the turbine inlet filter and make sure that the seam on the filter is positioned at 2:00 o'clock . They were also instructed to check the elbows on the canister and to make sure to push all the way in. If the vent is still delivering low they should try calibrating the turbine pressure transducer and if the issue remains most likely the turbine has a problem and would need replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the volume delivery of the vela ventilator is low. At 500 ml, the unit is only delivering 380 ml. At this time, there is no information regarding patient involvement associated with the reported event.